Manufacturer narrative:
Title a double-blind controlled trial of polyglytone 6211 versus poliglecaprone 25 for use in body contouring source annals of plastic surgery, volume 65, 2010 (124-128) article number: 2 date of publication: 20 september 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature with a double-blind prospective randomized study, there were 91 patients ranging from 18 years old and above who had undergone body contouring. This procedure includes abdominoplasty, thigh lift, lower body lift, mastopexy, breast reduction, correction of gynecomastia, or brachioplasty. Each patient received two different suture materials for interrupting deep dermal closure. Post-operatively, patients had experience several adverse events such as dehiscence(8%), seroma (3%), necrosis (3%) and cellulitis (1%).